Event description:
Report received from the USA stating that the device was making an "air noise," discovered during testing. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. A supplemental report will be sent once the evaluation has been completed.